Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology and likely due to the tethered and thin condition of the posterior leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. There was a large jet extended along the mitral valve and the first clip (61108u205) was implanted on the medial portion of the anterior 2/posterior 2 (a2/p2) scallop of the mitral valve. Leaflet assessment was performed and the clip was deployed. During gripper line removal, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr increased from grade 2 to 3+. A second clip was deployed lateral to the first clip to stabilize the detached clip. The second clip was able to reduce the movement of the first clip and the mr was reduced to grade 2-3+. A third clip was implanted in the lateral portion of the a2/p2 scallop and the mr was further reduced to grade 2. There were no adverse patient sequelae. No additional information was provided.